Manufacturer narrative:
H3: product has been received from customer and once analysis is completed supplemental report will be sent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperative, during testing emg tube a small air leak was discovered. There was no patient involved in the event.

Manufacturer narrative:
H3: product analysis: visually, the pouch was open from 1 of 4 sides when returned (opened from the chevron side only). When returned, the open pouch contained a size 7 tube only. There were no traces of biological contamination found on the returned tube. There was also no damage noted (with unaided eye) in the construction of the tube. The harness had a paper tape intact when returned. Functionally, a syringe was used to inject 15cc of air into the cuff. The cuff stayed deflated; it was leaking an air and it could not inflate. With a closer look, it was noticed that the cuff was punctured. The puncture was located in the middle of the cuff and measured approximately 0.076 inches in length. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physi cal damage). H6: initially submitted codes fdm b21 <(>&<)> fdr c21 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information is received. H6: fdc code is updated. Previously updated fdc d16 is no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that 4-5cc air was used.